Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis found that the helix was slightly bent and it was not centered accurately inside its header. The sides of the helix rubbed against the wall of the movement.

Event description:
It was reported that prior to implant the helix was tested on the table. It was observed that the helix would not extend or retract smoothly. This lead was not implanted.